Event description:
It was reported the patient was going to have the implantable neurostimulator (ins) explanted for an unknown reason. Additional information has been requested, but was not available as of the date of this report.